Event description:
A malfunction was reported when a fault code malf 24 appeared on the customer¿s device, although no notable events occurred prior to the malfunction. There was no adverse impact on the customer¿s blood glucose level. To resolve the issue, the customer was instructed to store the faulty pump and return it within 10 days using a provided return box. A replacement pump was sent, and the customer was advised to program their settings and connect their cgm to the new pump. The customer decided to use a backup insulin pump in the meantime, and all instructions were acknowledged and understood.